Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00241: plate 1, 3025141-2020-00242: plate 2.

Event description:
Patient experienced a fracture that was treated surgically with competitor's products. The fracture became infected and a secondary fracture formed in the old screw hole in radius. An acumed plate (long aculoc 2 vdr plate was implanted with an extension plate and the linkage screw. At 8 weeks post op, the patient came to the doctor as they felt the linkage screw fail when they lifted a small dog.

Event description:
Patient experienced a fracture that was treated surgically with competitor's products. The fracture became infected and a secondary fracture formed in the old screw hole in radius. An acumed plate (long aculoc 2 vdr plate) was implanted with an extension plate and the linkage screw. At 8 weeks post op, the patient came to the doctor as they felt the linkage screw fail when they lifted a small dog. The plates and all screws were explanted.

Manufacturer narrative:
H3: the hexalobe ext link screw was visually examined under magnification. After examination it can be determined that the link screw did not fail (the screw was not inserted completely into the plates upon return though), but the extension plate failed. Additional mdrs associated with this event: 3025141-2020-00241 follow up 1: plate 1, 3025141-2020-00242 follow up 1: plate 2, 3025141-2020-00277: screw 1, 3025141-2020-00278: screw 2, 3025141-2020-00279: screw 3, 3025141-2020-00280: screw 4, 3025141-2020-00281: screw 5, 3025141-2020-00282: screw 6, 3025141-2020-00283: screw 7, 3025141-2020-00284: screw 8, 3025141-2020-00285: screw 9, 3025141-2020-00286: screw 10, 3025141-2020-00287: screw 11, and 3025141-2020-00288: screw 12.